Event description:
The customer reported this lead was explanted due to no capture. The customer received this lead on (B)(4) 2011, from their sales rep (sr). According to the sr, this lead was explanted due to no capture at max output. A new lead was implanted. No adverse pt effects were reported. The lead was actively implanted for approx 1 year, 1 month.

Manufacturer narrative:
Returned device analysis reveals one py2 lead within mfg spec. The lead was received without ligature sleeve, and without accessories. Only the handle of the blue py fixture was returned, without the screw. Dried blood was observed on tip, insulation, connector, and infiltrated inside the inner coil lumen. The connector is covered in blood but it appears in good condition. Duplicate stylet could not be inserted due to dried blood being present inside connector pin. Upon receipt, the helix was inspected and it was found in the extended position embedded in dried blood and tissue preventing the helix from turning. Insulation is abraded and punctured at the 13.7cm distance from the proximal end of the connector pin. Blood ingression was observed in the inner coil lumen. Blood ingression does not affect the function of the lead and it is considered only cosmetic. All other electrical, mechanical, and physical inspection results were within specs. There were no mfg rejects or anomalies recorded in the device history record. The lead passed all testing and qa final inspection before shipping, including screw extension and retraction. The reason for no capture could not be confirmed. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.